Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device went from a battery status of 2 years remaining to elective replacement indicator (eri) in 8 months, which, was sooner than expected. It was noted that the device had a magnet rate of 90 at the time the battery status showed 2 years remaining. Boston scientific technical services (ts) discussed that the battery status can fluctuate and that the magnet rate can be a better indicator of the battery status. No adverse patient effects were reported. This product remains implanted and in service.